Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occured. The sensor was inserted into the abdomen, which is off label usage of the device on 11-26-2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.